Event description:
During use of a 6f exoseal device for vascular closure, it was reported that the pulsatile blood flow from the bleed back indicator did not significantly slow or stop and the indicator window displayed red during retraction. Therefore, the exoseal vcd and an unknown sheath introducer were removed from the patient without plug deployment. Manual compression was applied to achieve hemostasis. There was no reported patient injury and the product will not be returned for analysis. Following a percutaneous coronary intervention (pci) of an unknown lesion, the physician inserted the exoseal vcd into the unknown sheath and the devices were retracted as a unit. However, the blood flow from the bleed back indicator did not slow or cease and the indicator window showed red. Consequently, the devices were removed and manual compression applied. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. There was no difficulty connecting the sheath with the exoseal vcd. The physician had achieved certification on the use of the exoseal. It is unknown how many times the physician used the exoseal vcd prior to this case.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon further review of the information provided by the reporter, it was determined that the reported malfunction ¿incorrect display¿ did not occur and the event does not meet the criteria for MDR reporting. Additionally, there are no further events reported during the procedure that meet the definition of a reportable malfunction or a serious injury. Therefore, no further reports will be forthcoming.